Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a drop in longevity was observed via remote transmission. Review of the longevity revealed this was the midlife behavior of this device and provided a manual longevity estimate that matched the programmer displayed longevity. The patient was asymptomatic and will continue to be monitored normally.